Manufacturer narrative:
The prograsp forceps instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. The lot of the instrument is unknown. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the surgeon was unable to open the jaws of the prograsp forceps instrument while the device was grasping tissue. In order to remove the instrument, the surgeon dissected away the tissue that was being grasped by the device. However, at this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was initially reported that during a da vinci-assisted pancreatectomy procedure, the surgeon was unable to open the jaws of the prograsp forceps instrument while the device was grasping tissue. The surgical staff attempted to open the jaws of the instrument using the endowrist instrument release kit (irk) but was unsuccessful. The patient was reportedly fine. On (B)(6) 2017, intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following information regarding the reported event: the surgical procedure was not recorded on video. The prograsp forceps instrument was inspected prior to the start of the surgical procedure and no issues were identified. The surgeon was able to use the prograsp forceps instrument without any issues for about one hour before the event occurred. There were no reported instrument collisions during the surgical procedure. When the event occurred, the surgical staff did not press the emergency stop button prior to attempting to open the jaws of the instrument using the irk. According to the da vinci si surgical system user manual, the following warning is noted: warning: do not perform grip release on a non-faulted system without first pressing the emergency stop button. Failure to observe this warning may result in unintended instrument motion or damage to the grip release mechanism. The user manual further states: the grip release mechanism facilitates removal of an instrument in the event of a system fault or power failure. For example, if the instrument tips are gripping tissue, the grip release tool allows the patient-side operator to manually open the grips. In order to remove the prograsp forceps instrument, the surgeon reportedly dissected away mescolon tissue that was being grasped by the instrument. During the event, the surgeon used an unspecified needle driver instrument to control minor bleeding (10-20 ml) that occurred. As a result of the reported event, the surgical procedure was prolonged approximately 30 minutes and additional anesthesia was administered. The surgeon indicated that the surgical procedure was completed robotically and the patient has not experienced any post-operative complications. The patient was discharged from the hospital and is currently doing well.

Manufacturer narrative:
On 02/16/2017, intuitive surgical, inc. (Isi) received the following additional information regarding the reported event: the site indicated, the forceps could not be opened intraoperatively. After a while, the clamp opened and went smoothly. In the further course, the same error occurred again. Grips held a vessel and did not open anymore. The hex key did not work. Only after the instrument was removed, it could be opened by means of the wrench. Isi has received the instrument involved with this complaint and completed investigations. Failure analysis investigations could not replicate or confirm the customer reported complaint that the instrument's grips could not be opened. The instrument was placed and driven on an in-house da vinci system. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly and had no issues with grasping. Based on the current information provided, this complaint will remain reportable due to the following conclusion: during the da vinci-assisted surgical procedure, the surgeon was unable to open the jaws of the prograsp forceps instrument while the device was grasping tissue. In order to remove the instrument, the surgeon dissected away the tissue that was being grasped by the device. However, there is no evidence that a malfunction of the instrument occurred. The instrument was returned to isi, evaluated, and no trouble was found.